Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-70. Serial: (B)(6). Batch: 7146742.

Event description:
It was reported that patient was no longer receiving relief from therapy. Fluoro imaging, revealed significant spinal cord stimulation (scs) lead migration. The patient underwent revision procedure wherein the lead was repositioned, and a new click anchor was added. The patient was doing well postoperatively. Nothing explanted.